Event description:
The customer reported that during a routine check of the unit, the unit shutdown during a safety disk leak test. The customer also reported that the unit intermittently will not turn on.